Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that a software upgrade via dial-up was not possible, the device was able to update software via its network connection, however it was noted that the electrocardiogram connector on the link electronic module board was loose. The device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer was not able to perform a software upgrade via dial-up. The programmer has been returned as an exchange device. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.